Manufacturer narrative:
UDI: (B)(4). This product is not cleared for distribution in the united states; however, zimmer biomet manufactures a similar product under 510k number k150850. Corrective action has been initiated by zimmer biomet (B)(4) and the package supplier to address the reported issue.

Event description:
It was reported that the bone cement packaging was discovered with a breached seal, and some of the cement powder was coming out of the package. No patient injury was reported as a result of the event.